Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.50/2.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Significant reduction of irido-corneal angels, excessive vault, and rotation was observed. The lens was repositioned on (B)(6) 2018. The lens was removed and a shorter length lens was implanted. The problem was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in micro-centrifuge vial, clear surgical residue on product. Visual inspection found haptic torn and residue on the lens. Claim# (B)(4).